Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("one implant was removed") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and fatigue ("chronic tiredness"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue and medical device removal with essure. The reporter commented: essure sterilization was performed in 2016 without problems. One implant was removed, the other was not managed to be removed yet. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("one implant was removed") in a (B)(6) year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("chronic tiredness"). The patient was treated with surgery (in laparoscopy uterine tubes and one implant was removed on (B)(6) 2018.). At the time of the report, the medical device removal and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue and medical device removal with essure. The reporter commented: essure sterilization was performed in 2016 without problems. One implant was removed, the other was not managed to be removed yet . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-feb-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 801 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 26-feb-2018: ha added as case reporter (valvira). In laparoscopy uterine tubes and one implant was removed on (B)(6) 2018. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.